Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred during filling with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed fluid inside the housing; however, the bladder was not found to be ruptured. Simulated use testing was performed by manually filing the device with normal saline. During fill, the solution was found to flow directly into the housing. The cause of the condition was determined to be missing film-wrap. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.